Event description:
Pt received precision extra strips lot# 45001a511, affected strips which were recalled, pt had low bg reading. Pt stated he had no symptoms of low or high blood glucose level. Therapy dates: (B)(6) 2010 thru (B)(6) 2011. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.